Event description:
Based on the information provided, it was determined that this event does not meet the definition of a complaint (B)(4). There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death. The event is being classified as a non-complaint.

Manufacturer narrative:
Corrected data: based on the information provided, it was determined that this event does not meet the definition of a complaint per (B)(4). There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death. The event is being classified as a non-complaint.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 25mm aortic valve was explanted after an implant duration of 7 years, 2 months due to unknown reason. The explanted valve was replaced with a 25mm valve. The patient was in recovery post-procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was learned via implant patient registry that a 25mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 2 months due to calcification, severe stenosis, and mild regurgitation. The patient presented with worsening sob, severe lightheadedness, near syncope, and 1st degree heart block. The explanted valve was replaced with a 25mm 11500a valve. Per medical records the patient underwent redo-avr, ascending aortic replacement, and laa ligation. Tee demonstrated a well-seated valve with appropriate function with no perivalvular leak. The patient was discharged on pod #22.

Manufacturer narrative:
H10: additional narratives. Updated b5, b7, and h6 per new information received.